Event description:
According to the facility, on (B)(6) 2026, the enfit gravity feed bag cracked at connection site, the connection point to the ng tube, and milk leaked out.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, the enfit gravity feed bag cracked at connection site, the connection point to the ng tube, and milk leaked out. Per the facility, medical treatment was not necessary. Device was being used as intended. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.